Event description:
It was reported to philips that the shutters were stuck, impacting imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during vascular procedure when the issue happened. The procedure was completed by restarting the room. Philips field service engineer (fse), who confirmed the reported issue. After reviewing the log, collimator malfunction issue is confirmed. Fse found an intermittent shutter failure and a soft restart temporarily cleared it, but the issue recurred due to a malfunctioning collimator. To resolve the issue, the fse replaced the faulty collimator, and philips implanted the correction and return the part for further analysis failure confirmed that shutter encoder error. After replacements, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system by restarting the system without delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.